Event description:
It was reported that during use, the stent ruptured near the renal pelvis loop; the stent broke when they attempted to cut the sutures and pull it out after deployment. Since the sutures on the bladder side will be cut with scissors, it was unlikely that the scissors will come into contact with the renal pelvis.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.